Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified ups controller didn¿t turn on. Review of system log file could not the malfunction. Upon troubleshooting, it was found that the ups controller was defective. The philips engineer bypassed the ups. After which, the system was returned to use in working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that ups controller was defective. The system was outside of clinical at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.